Event description:
It was reported that the patient with this artificial urinary sphincter (aus), underwent radiation therapy and his urethra shrunk in size. The patient began to experience incontinence. The physician performed a cystoscopy and determined the cuff no longer fit properly. The entire aus was replaced with a cuff that fit the patient better. There were no additional patient complications reported.